Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that for about a little over a month their rtm recharging antenna gets hot when recharging the implant (ins) which causes the controller to cut off and become unresponsive. Patient(pt) mentioned that they are in so much pain due to this issue. Pt also added that they spoke with a mdt rep today to set up a follow-up appointment to address problems with the rtm and ins. Patient reported that  about a little over a month when recharging their implant (ins), the ins makes a buzzing or vibration (pt compared the sensation as touching the tongue to a 9 volt battery); patient services specialist had a hard time understanding pt but thinks they also said there was more vibration when the pain got bad. Pt said this happens only when recharging ins with the rtm antenna and pt says both devices (ins & rtm antenna paddle get uncomfortably hot which causes the pt to "be in so much pain". Pt says they take a break by turning the stimulation off to let every thing "calm down". The patient was redirected to their healthcare provider to further address the issue. Pt stated they spoke to a mdt rep today to set up an appointment to address these issues. Pt said they have not followed up with anyone regarding the mdt ins device / therapy. Pt noted that (B)(6) implanted the ins and they have an upcoming appointment with dr. (B)(6) who is a neurologist with dr. (B)(6) office.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type recharger b3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) found the recharger had no anomalies. This regulatory report is being submitted as part of a retrospective review as part of a CAPA (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.